Event description:
When the nurse was removing the drain at the pt's bedside, resistance was encountered. The doctor was called in to remove the drain and upon removal, it was noted that a piece was missing. No perforations were made in the drain during placement and no sutures were used to hold drain in place. The drain was anchored by tape/bandage to body. The wound was thoroughly irrigated and closed over a hemovac drain, adjacent to spinal area. No intra-surgical x-ray, visualization was done to verify placement. The pt was taken back to surgery to have the indwelling drain portion removed and was sent home the following day. No further complications were reported.